Event description:
It was observed during device evaluation that there was foreign material in the instrument channel of the duodenovideoscope and a cleaning brush could not be passed. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. Additional information added to the following fields: h4, h6. Corrected fields: e3 (information inadvertently missed on the initial). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined, however, it is likely the brush could not pass through the channel due to the foreign material clogging the nozzle. As to the cause of why the foreign material remained in the device, it could not be specified. The material could not be identified, there was no deformation to the area where the foreign material remained, and it is unknown if reprocessing was performed in accordance with the instructions for use (IFU). Three attempts were performed to obtain additional information, but no response was received from the customer. The following information from the instructions for use (IFU) pertains to this event: operation manual_ preparation and inspection_ inspection of the endoscopic system reprocessing manual_ reprocessing the endoscope (and related reprocessing accessories). *precleaning the endoscope and accessories. *manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.